Event description:
Healthcare professional reported unknown side ruptured. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, unknown side ruptured. Device remains implanted. Device was found to not be PMA approved.